Event description:
Additional information reported indicated that the patient's intermittent stimulation was mostly from the neurostimulator on their right and that stimulation was position related. When stimulation turned back on, the patient felt a 'jab.' It was noted that the patient fell in (B)(6) 2011, but no information relating this fall to the event was provided. Additional information had been requested but was not available as of the date of this report.

Event description:
It was reported that while stimulation was turned on, there were intermittent periods of stimulation. The patient confirmed with their patient programmer that the implantable neurostimulator (ins) remained on but there was no stimulation sensation. The patient had two leads on their ins. One lead was cervical and one was thoracic. The patient felt it was the thoracic lead that "cut out." There was no known accident or incident related to this event. An overdischarge occurred in (B)(6) 2011 but the power on reset (por) had been cleared properly. Movement did cause stimulation changes a couple of times. However, the intermittent stimulation also occurred when the patient was sitting eating dinner. Impedance measurements were normal. The patient was going to keep a diary of the exact day/time intermittent stimulation occurred. Additional information received reported that no x-rays or diagnosis was done. An additional impedance check was done and there was no out of range impedance measurements found. Refer to manufacturer report # 3004209178-2012-00642.

Manufacturer narrative:
Concomitant medical products: implantable neurostimulator (ins) model 37712 serial # (B)(4) implanted: (B)(6) 2010 explanted: unk; recharger model 37752 serial # (B)(4) implanted: na explanted: na; extension model 37081 serial # (B)(4) implanted: (B)(6) 2011 explanted: unk; lead model 3778 serial # (B)(4) implanted: (B)(6) 2011 explanted: unk; lead model 3778 serial # (B)(4) implanted: (B)(6) 2011 explanted: unk; lead model 3778 serial # (B)(4) implanted: (B)(6) 2009 explanted: unk; recharger model 37752 serial # (B)(4) implanted: na explanted: na; patient programmer model 37743 serial # (B)(4) implanted: na explanted: na; lead model 3778 serial # (B)(4) implanted: unk explanted: unk; extension model 37081 serial # (B)(4) implanted: unk explanted: unk; lead model 3778 serial # (B)(4) implanted: unk explanted: unk.